Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of crack in the y-site hub is confirmed and the cause appeared to be supplier related. A 20ga x 3/4¿ w/y-site powerloc max safety infusion set was returned for evaluation. The sample showed signs of use with contaminants inside the tubing, the safety mechanism is engaged, and the tubing is clamped. Injection end caps are attached to each hub. A longitudinally aligned crack is visible in the y-site between the molding knit line. The crack occurred between the two weld lines, a feature in the material that occurs during the molding of the y-site component. The device involved in the reported event is a supplied component, and the supplier has been notified of this event.

Event description:
It was reported by the customer that a mediport y-site cracked. Cyclophosphamide and topotecan were administered and the leak was found afterward while pushing reglan". Additional information received 3/6/2023: it was reported the patient had no symptoms related to the fluid leak. The needle was removed and a new one was placed. The needle was secured with a tegaderm dressing that comes in our mediport access kits.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer that a mediport y-site cracked. Cyclophosphamide and topotecan were administered and the leak was found afterward while pushing reglan. Additional information received 3/6/2023: it was reported the patient had no symptoms related to the fluid leak. The needle was removed and a new one was placed. The needle was secured with a tegaderm dressing that comes in our mediport access kits.